Manufacturer narrative:
Correction: h11 - provide narrative data in 2017865-2024-66132 submitted on 30 oct 2024 should have been "reported event of stretched helix was not confirmed. The device was returned in one piece for analysis. Visual inspection, and longevity assessment were normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities." Instead.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp)) exhibited stretched helix. The rvlp was not implanted and an alternate near at hand was implanted instead on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
Reported event of stretched helix was not confirmed. The device was returned in one piece for analysis. Visual inspection, and longevity assessment were normal with no anomalies found.